Event description:
A territory manager contacted zoll customer support to report that a (B)(6) female pt's electrode belt was displaying improper belt connection. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon investigation, the trunk cable connector pins were bent, which prevented the electrode belt from connecting to the monitor. The root cause of the bent pins could not be positively identified but was likely excessive force while inserting the electrode belt trunk cable connector into the monitor. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.